Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the cable, ict to ict pre amp which resolved the issue. There have been no additional discrepant results documented since the part replacement. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for ac02506. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the cable, ict to ict pre amp did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial isr02381 or the cable, ict to ict pre amp was identified. Completed information for section a1 patient identifier: sids (B)(6).

Event description:
The customer observed falsely elevated chloride results generated on the alinity c processing module for multiple samples during a look back after quality controls were out of range. The following data was provided (customer¿s normal range is 98 to 107 mmol/l): sid (B)(6) initial result on ac02506 = 122 mmol/l, repeat on ac02505 = 108 mmol/l, sid (B)(6) initial result on ac02506 = 124.8 mmol/l, repeat on ac02505 = 105.3 mmol/l, sid (B)(6) initial result on ac02506 = 122 mmol/l, repeat on ac02505 = 107.8 mmol/l. No impact to patient management was reported.